Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the implant was tilted in the pocket. The healthcare provider noted that when pressure was applied to the pocket, the device straightened out. The exact time when the device became tilted was unknown. The reason for call had been to ask about pairing a new communicator to the handset. The caller indicated that the patient received a new communicator and prior to calling they were not able to connect to the ins but had not paired the new communicator. Troubleshooting steps were taken, including pairing a new communicator to the handset, which resolved the connectivity issue with the neurostimulator. The issue was resolved by educating the customer and providing information.